Manufacturer narrative:
Follow up #1 submitted: 12/31/2012. Device evaluation: the insulin pump has been returned and additional investigation was performed by product analysis on (B)(4) 2012 with the following findings: on testing, a timekeeping test was performed and the pump was noted to be keeping time accurately. Investigation was unable to confirm or duplicate the complaint.

Event description:
The patient claimed the animas insulin pump lost 77 minutes over the past 3 months. The date and time maintained when the battery was removed for less than 24 hours. There was no evidence of product misuse. The issue was not resolved with troubleshooting. There was no reported patient impact associated with this complaint. This complaint is being reported as a malfunction due to alleged time loss issue.